Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this left ventricular (lv) lead exhibited high impedance and high thresholds measurements. A surgical revision was performed in which the lead was surgically abandoned. No additional adverse patient effects.